Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker, and non-boston scientific right ventricular (rv) lead triggered an automatic lead safety switch (lss) from bipolar to unipolar configuration, due to an rv pace impedance measurement high out of range, greater than 2,500 ohms. Technical services (ts) discussed troubleshooting and programming options. The device was reprogrammed for optimization. No adverse patient effects were reported. The device remains in service.